Manufacturer narrative:
Sections with additional information as of 14-dec-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 74, 107, and 104 mg/dl. The customer¿s expected am fasting blood glucose test result range is 102-104 mg/dl and expected pm fasting blood glucose test result range is 117-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/30/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 118 mg/dl date: (B)(6) time: 9:50am fasting. Result 2: 74 mg/dl date: (B)(6) time: 10:00pm fasting. Result 3: 107 mg/dl date: (B)(6) time: 9:59pm fasting. Result 4: 104 mg/dl date: (B)(6) time: 9:51pm fasting. Result 5: 104 mg/dl date:(B)(6) time: 12:01pm fasting (first reading that day because she woke up late, it was supposed to be her fasting am reading).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Evaluation in process. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.